Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/04/2020. Additional information: d4, h4, h6: a manufacturing record evaluation was performed for the finished device lot t9004, and no non-conformances were identified. Additional h3 investigative summary: complaint sample not received for investigation. As a part of investigation batch manufacturing record was reviewed for any process deviation, but no deviation was observed. One box of retain samples of incident code nw2494 and lot t9004 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. All retain samples were visually inspected under magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. Knot pull tensile strength test was performed over retained samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. Additional information was requested and the following was obtained: how many sutures "broke down" during this single procedure? The hospital official are not ready to share the details of exact no of suture in a single procedure. Lot number? The lot no is t9004.

Manufacturer narrative:
(B)(4). The following information was requested but unavailable: how many sutures "broke down" during this single procedure? Lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cleft palate procedure on an unknown date and suture was used. While using the suture, it broke down when used in the patient. No additional information was provided. There were no adverse patient consequences reported.